Event description:
It was reported that during an unk procedure, the seal cap broke. Another like device to complete the case. No pt consequence was reported.

Manufacturer narrative:
Date sent: 05/21/2008. Info anticipated, but unavailable at this tiime.